Event description:
It was reported that during a device change out, the right ventricular (rv) pace/sense lead's thresholds increased potentially due to being nicked during the procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.